Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the customer reported complaint ¿the system encountered non-recoverable faults¿ was confirmed. The fse removed and replaced usm 3 due to multiple carriage encoder errors. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the universal surgical manipulator (usm) be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site¿s system/instrument logs by the technical support engineer (tse) during the call confirmed the presence of error 25734. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer was having issue with non-recoverable fault on usm 3 after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced the universal surgical manipulator (usm) 3 to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system encountered a non-recoverable fault. Prior to call intuitive surgical, inc. (Isi) technical support engineer (tse) the customer was in the process of shutting the system down. The staff reported the patient side cart (psc) would not power off. The tse walked the staff through a hard cycle of the psc. Once the psc was shut down the surgeon powered off the vision side cart (vsc), and the surgeon side console (ssc). The customer restored power to the psc and the system powered up and homed. The staff disconnected from the line to proceed with the procedure. Onsite logs reflected errors pointing to universal surgical manipulator (usm) 3 axis controller arm (aca) and axis controller carriage acc nodes. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Failure analysis investigation confirmed the customer reported communication errors occurred via review of error/system logs; however, during in-house testing, the unit did not trigger any of the reported errors. As a precaution to the reported problem, parts of the usm were replaced.